Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she had purchased two packs of the recall strips on (B)(6) 2013. She further reported that since she purchased them her blood glucose readings were always "50 mg/dl to 80 mg/dl" and that she had been taking unspecified oral medication for almost a year. It was further reported she went to a clinic and the pharmacist adjusted the dosage of her oral medication due to the readings. On (B)(6) 2014, she went to another clinic, the pharmacist there informed customer that the fs lite strips she owned were part of the recall batch, and replaced new fs lite strips for her. Customer then tested her blood glucose on another meter with the new strips and the bg reading was 400 mg/dl. Customer was reportedly diagnosed with dka (diabetic ketoacidosis), but no treatment was reported. There was no report of death or permanent injury associated with this event.